Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A thirty-four-year-old male patient with a history of renal insufficiency received an impella 5.5 device for treatment of heart failure and cardiogenic shock secondary to non-ischemic cardiomyopathy. The patient was receiving two inotropic medications and mechanical ventilation prior to device implantation, indicating severe clinical status. After impella support, the patient¿s hemodynamic condition gradually improved, and he was successfully transitioned to a durable left ventricular assist device on the ninth day of support. On the seventh day of support, the patient developed tar-colored stool with a mild decrease in hemoglobin. Anticoagulation therapy with heparin was continued without interruption, and no further complications were reported.